Manufacturer narrative:
It was reported that a communication error occurred when starting the robot for a dry run. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation four communication errors were detected due to a shared memory issue between rosario and the controller.

Event description:
The surgeon informed the field service engineer that during the dry run for a planned dbs he had some issues to start the robot. A communication error occurred.